Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, several hours of defib cycling, and several hours on standby without duplicating the report. The returned ac power cord and battery passed all testing. The device was recertified and returned to the customer. Review of the device log showed no evidence of the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently power off. Complainant indicated that there was no patient involvement in the reported malfunction.